Event description:
The patient reportedly experienced facial nerve stimulation around the eye ipsilateral to the implant. External equipment was exchanged. Programming adjustments were made. Device testing revealed that the device was operating outside of normal specifications. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.